Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer's insulin pump would shut off when the escape or act button was pressed. The customer's blood glucose was 120 mg/dl. The mother stated they did not receive any alarms or alerts. The mother stated the insulin pump was working at the time of the call. The mother agreed to return the insulin pump for analysis.